Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be determined because of unavailable defective device and lack of information regarding reported defect. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that: the wire that keep the bag closed broke. Additional information: the wire broke during removal of the appendix through the trocar; so inside the patient. The contents of the bag did not fall out into the patient. The procedure time was extended to solve the issue. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the wire that keep the bag closed broke. Additional information: the wire broke during removal of the appendix through the trocar; so inside the patient. The contents of the bag did not fall out into the patient. The procedure time was extended to solve the issue. There were no consequences to the patient.